Manufacturer narrative:
(B)(4). (B)(6) 2022 writer sent the customer an email acknowledging receipt of the complaint and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Verbatim: yesterday in a laparoscopic robotic hiatal hernia repair one of our graspers broke while being used on the patient. An x- ray was done but nothing could be found in the patient, but we must be certain. I need the instrument to be evaluated for missing parts and possible reason for the malfunction. It is a snowden pencer # (B)(4). No further information available.

Manufacturer narrative:
Upon receipt the complaint sample received a visual examination and a functional check. The following markings were found on the device: snowden pencer, USA, ce, a21, 90-5001, and a 2-d UDI barcode. Evidence was found this device has been tampered with. Also, to clearly communicate up front, this device is missing part of the clevis screw, and the actuating rod pin from the distal end of the device in the state it was received by investigation personnel. The following important observations are being noted which will be discussed afterward: 1) the clevis screw position has been altered from the state it was in when the device was released for distribution 2) the clevis screw has fractured into pieces, the threaded end of the screw, which is also peened at that end to prevent it from backing out remains secured in the clevis, the head end of the screw has separated from the device and was not returned with the remainder of the complaint sample 3) 3 of 4 clevis edges have indentations in them that indicate that the relative sharp edges of the jaws were pressed into those relatively sharp edges while they were still properly pivoting around the clevis screw, and one of the jaws has a similar indentation from the same event clearly visible 4) the actuating rod pin hole does not show significant evidence of deformation 5) the clevis screw fracture plane is diagonal, indicated it most likely failed due to torsional stress, and 6) the jaw link pin holes did not exhibit any significant evidence of deformation, however, the clevis hole on one of the jaws had deformation on the outer face that was most likely caused by the fracture plane of the clevis screw. One remaining observation, unrelated to the failure mode, but still important, is that the laser etching on the device is rusted, and faded, and the rotation knob has a thin white film on it, most likely either calcium from tap water or latent detergent indicating this device is being cleaned and sterilized in an environment that is chemically reactive. When this device is assembled, the clevis screw, which acts as a pivot point for the jaws is slipped through both jaw holes, threaded into the clevis, then the thread end of the screw is peened down to deform the metal and prevent the screw from backing out. Afterwards the clevis is polished to blend both ends of the screw with the clevis. The as received state of this clevis screw indicates it has been fastened, thus the peened end is protruding above the clevis surface, and the curvature of the peened surface no longer matches the curvature of the clevis. The customer provided two photographs for this complaint, one of each side of the clevis/jaw-assembly/shaft, in the photo depicting the peened end of the screw, the peened surface still appears to have curvature in alignment with the clevis curvature. As stated earlier, the clevis screw fracture plane is diagonal, indicating torsional stress is most likely responsible for the fracture. This fracture plane, the altered position, and the fact that the slotted end of the clevis screw has separated from the device and was not returned with the remainder of the complaint sample indicates the fracture of the clevis screw was most likely caused by an attempt to alter the position of the clevis screw. The other photograph submitted by the customer depicts that the slotted end of the clevis screw is still present, however, the photograph depicting this side of the clevis, does not depict loose links that are disconnected from the actuating rod, like the other photograph depicting the peened side of the clevis, which may mean this is a different sp90-5001 in the other photo. Investigation personnel could not find any communication from the customer in the complaint record to indicate whether or not both photographs are of the complaint sample, as only one photograph actually depicts the deficiency and neither photo matches perfectly the state this device was received in by investigation personnel. At this point it should be stated that there are two main possibilities to explain the physical evidence surrounding the clevis screw either a) an attempt was made to disassemble the device after these photographs were taken by the customer, the fracture of the clevis screw occurred during disassembly, and has nothing to do with the complaint failure event or b) an attempt was made to alter, tighten, or disassemble this screw prior to the complaint failure mode occurring, that action damaged the screw, the screw failed ultimately during the complaint failure event, resulting in the head and most of the screw separating from the clevis, causing the jaws to lose their pivot point and become ineffective. The bulk of the physical evidence suggests scenario b as more likely, however, the second photograph showing a clevis screw head intact contradicts that physical evidence. Customer is advised not to alter devices, as that can alter the physical evidence necessary to perform an accurate investigation. When the device is assembled the actuating rod pin is slip-fitted to the actuating rod and the jaw links. The actuating rod pin is retained in this joint by the internal walls of the clevis, which trap the pin from ejecting axially. There are 3 possible ways for this joint to fail I) the pin or links are the incorrect dimensions and the links are capable of slipping off the end of the pin ii) the pin fractures due to mechanical overstress or iii) the clevis screw joint fails, and the clevis splays apart allowing the links greater freedom to slip off the end of the pin, and if both links slip from this pin, the pin and actuating rod are free to rotate independent of the clevis, to an alignment that allows the pin to eject axially. As stated earlier, there is no significant deformation around the pin holes in the links or the actuating rod, such deformation typically accompanies failures when the actuating rod pin, links, or actuating rod fracture due to mechanical overstress. The jaw links were measured with calibrated calipers stl-3788 on 01sept2022 and adequate for preventing the links from slipping off the of the actuating rod pin. The indentations in the edges of the clevis may be strong evidence supporting a mechanical overstress event from occurring. As stated earlier, they indicate that the edges of the jaws were pressed into the edges of the clevis with enough force for the metal of both objects to dig into and deform these others. A potential event that could explain these conditions is that while the device was being loaded into a washer or steam sterilizer, in the open position as instructed by the instructions for use IFU 36-5475, inadequate care may have been used, the jaw snagging on machine grating while the device was being forced into the machinery, causing the jaws to be hyperextended backwards, possible beyond the range of motion the handle is ratcheted in position for, and possibly beyond the range of motion of the jaw, thus pressing the jaws against the clevis edges while also straining the actuating rod pin. Customer is advised, when damage to metal from stress occurs, it deforms the metal either elastically (recoverable damage) or plastically (non-recoverable damage). Several of these hyperextension events could have occurred, each causing some degree of plastic damage to the actuating rod pin, while still leaving the pin functional, but ultimately weaker, leading to a weaker actuating rod pin that failed while in use. Some degree of fatigue may also have been involved in the ultimate failure of this pin. The device has a date code of a21, indicating it was manufactured in january 2021. Based on the discoloration of the handle and knob, this device has been used, cleaned, and sterilized many times since the device was released for distribution 18 months prior to the complaint failure mode occurring and the device being removed from service. Fatigue is the wearing down of metal¿s cellular structure due to the cyclical loading and unloading of stresses on that metal component. Higher stress levels hasten the damage caused by fatigue, customer is advised not to use the device with excess force, but only the force needed to perform the task. A review of the device history record (DHR) was performed, no non-conformances were identified which could have contributed to the complaint history log. A complaint history review is not relevant here, as this device was the only device produced as sp90-5001 with a date code of a21. The non-conforming material report (ncmr) log was reviewed for actuating rod pin 92-0766, no ncmr¿s were identified to indicate this pin has been received in a non-conforming state. Because the pin was not returned with the remainder of the complaint sample, it cannot be investigated for non-conformances. Prior to summarizing the finding, investigation personnel would like to reiterate that the alteration of the device interfered with the complaint investigation. Because it cannot be determined when the device was altered, it is unclear if the alteration triggered the complaint failure mode, or if alteration occurred as a result of the complaint failure event, those making it more difficult to determine which observations are related to the failure mode and which observations are related to the alterations. A most probable root cause will be determined based on a scenario that best fits as many observations as possible. Based on: 1) the absence of a non-conformance in the DHR which could have contributed to the complaint failure mode 2) the absence of the actuating rod pin for investigation and the absence of an ncmr to indicate this component has any history of non-conformances 3) the deformation of the clevis edges due to hyper-extended jaws, 4) the age of the device and the potential for fatigue in the actuating rod pin to be a contributing factor, the most probable cause of the complaint failure mode is mechanical overstress of the actuating rod pin, causing the pin to fracture into pieces. With the device in a non-functional state, and the customer trying to determine if any pieces were missing, the customer then attempted to disassembly the clevis, shifting the peened end of the clevis screw, causing the clevis screw to fracture, and the headed end of the clevis screw not to be returned with the remainder of the complaint sample. Investigation personnel advises, customer should evaluate whether or not use of the device in a robotic procedure would have prevented the end user from ¿avoiding mechanical shock and overstress¿ as a robotic interface may provided for considerable force to be exerted on the instrument, and that it may do so without any feedback to the user on how much force is being exerted on the instrument. H3 other text : see h10.

Event description:
Verbatim: yesterday in a laparoscopic robotic hiatal hernia repair one of our graspers broke while being used on the patient. An x- ray was done but nothing could be found in the patient, but we must be certain. I need the instrument to be evaluated for missing parts and possible reason for the malfunction. It is a snowden pencer # 90-5001.